Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they were unable to insert the locator. The following information was provided by the user facility: the locator could not be inserted into the introducer sheath. While the locator was inserted, the locator kinked as the locator was pushed. Therefore, the device was not used and replaced by a new one to continue the hemostasis procedure. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 3 mm. The size of the sheath ancillary used was 5 fr. Hemostasis was successfully achieved using the second device. Patient had no health damage.